Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the head of the traumatology department's knee team at the talca hospital informed by phone on (B)(6) 2026, to stryker sales representative the incident occurred on (B)(6) 2026, in which a nail implanted on (B)(6) 2025, had to be removed from a patient because it was fractured. The patient have as medical procedure history a previous removed of an nail implanted on (B)(6) 2024, because it was bent, so that, the patient has undergone surgery involving the t2 femoral im nail on three occasions. In addition to reporting the incident the health care professional requested technical specifications regarding the resistance strength of the nail.